Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: a review of the device log files for this event was performed and the reported condition was confirmed. A suspected contributing factor for the planar clamp to unclasp during use is attributed to the user accidentally snagging the clasp causing the clamping mechanism to disengage. However, since the velys saw interface left was not returned to depuy synthes for evaluation a visual, dimensional and functional assessment cannot be performed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. The assignable root cause cannot be established.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that the robotic assisted saw interface left (sasi) clamp popped open when the surgeon was 50% into the distal cut. It was reported that this was the lower clamp that attaches to the planar articulation arm. It was reported that the clinical application then terminated. The case was completed manually. It was reported that there was a minimal delay. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D4, h4: the device serial/lot number and date of manufacture are unknown at this time. UDI: (B)(4).